Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that footswitch failed to halt ablation. A maestro 4000 controller was selected for a procedure however it was reported that the footswitch got stuck and failed to stop delivery. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
The rf foot switch was returned for evaluation. The foot guard was in overall good physical condition. The strain relief guard over cord was in good physical shape. There was a few small chips to the paint of metal guard was found. No damage to cord's insulation jacket. The pedal pressed down evenly with normal clicking sound. The connector had damage to ground shield that did not interfere with the operation of the footswitch. The pins were straight. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs; no issues observed. There were no electrical or mechanical failures were found with this foot switch. It passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that footswitch failed to halt ablation. A maestro 4000 controller was selected for a procedure however it was reported that the footswitch got stuck and failed to stop delivery. The procedure was completed and no patient complications were reported.